Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. The manufacturer learned of the complaint from a demand letter received from a law firm. Therefore we are unable to verify if the customer received the urgent medical device correction (umdc) letter regarding patient conditions. However, a press release was issued on july 11, 2016.

Event description:
It was reported that a patient self tester purchased and started using his inratio2 monitor and test strips in (B)(6) 2015. It was also reported that on or about (B)(6) 2015, the patient self tester had a mild stroke and was hospitalized; during his hospitalization, inr results were being compared between the inratio2 monitor and the hospital lab. Results from the inratio2 monitor were reported to be significantly higher than the lab results. The patient's therapeutic range was not provided. Actual inratio inr and lab inr results were not provided. No further information was provided.